Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl. Reportedly, the customer alleged that control iq system did not suspend insulin delivery and the customer became ¿incapacitated¿. However, no pump logs were available for the date of the event, therefore the alleged root cause could not be confirmed. Reported the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2023.